Manufacturer narrative:
Device analysis report attached. This report is submitted on may 5, 2023.

Event description:
Per the clinic, the patient experienced non-auditory stimulation and pain with device use. Subsequently, the device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report.